Manufacturer narrative:
Product event summary #investigation summary - it was reported that return of symptoms after bending over to clean the floor as the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The hcp and the patient were contacted to investigate the cause and what was done to resolve the issue. No response was received as of now as the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that this was a known event. It was reported that the patient had returned of symptoms after bending over to clean the floor common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported that while bending to some clean up on the floor, they noticed that they symptoms have returned. No further complications were noted or anticipated.